Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to atrophy going from no pads a day to two with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing 4.5 cm cuff was replaced with a 4.0 cm component. There were no device performance issues and the patient fully recovered following the procedure.